Event description:
Customer reported, whenever she presses a button on her insulin pump, the display shows vertical lines. Customer's blood glucose was 160 mg/dl. Customer uses energizer batteries. The device was not bumped or dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the self test. No missing segments or partial display was noted when the buttons were pressed during the testing. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.